Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a chronic type b dissecting aortic aneurysm. It was reported that the device was implanted at the distal side of dissecting aneurysm successfully. Then, the 2nd talent taa delivery system was placed 5 mm on the proximal side above the curved lesion. Then the physician started to withdraw the outer sheath and to open the stent graft. It was reported that the physician had difficulties deploying the stent graft and noticed one apex which faced toward the inner side of arch was bent and stood up about 90 degrees. After the 1st covered stent was opened, the whole talent delivery system was slightly transferred to the target lesion toward the distal side and whole talent taa was opened and deployed at the lesion with the standing bare spring. Although the physician attempted to move the implanted talent taa by a balloon and to remodel the stent apex, the stent apex did not return. At the angiography, the physician confirmed that the bare spring was bent with 45 degrees toward the outside and that it perforated the intima of aorta. The stent apex was protruding into the false lumen of the dissection and that it was staying in thrombus into the false lumen. No bleeding or other symptoms from the perforated area were observed. The physician decided no intervention was necessary and to monitor the patient. The physician stated that the main cause of this event was that the artery between the bare spring and the 1st covered stent was curved tightly. The physician stated that stent apex might not have misaligned if the stent graft deployment was started higher in the thoracic aorta. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Eval codes - results; conclusions: angulated aortic arch.